Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient charges ins everyday up to 100% where she sees charge sufficient screen. However, for the past week when she goes to charge, she does not see the charge screen, only the charge sufficient screen. The ins was determined to be off. They were not sure why the ins was off. No symptoms were reported.